Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that at 1300 hours a bactrim (464mg/371ml) was scanned per order and programmed to infuse over one hour. During infusion patient became hypertensive (162/100). When clinician went to assess patient, the bag of bactrim was found in the patient's room unspiked. It was reported by customer norepinephrine 32mg/250ml may have been hung and infused instead. Patient required titration of current medications to address the hypertension and bring blood pressure back down to baseline.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that at 1300 hours a bactrim (464mg/371ml) was scanned per order and programmed to infuse over one hour. During infusion patient became hypertensive (162/100). When clinician went to assess patient, the bag of bactrim was found in the patient's room unspiked. It was reported by customer norepinephrine 32mg/250ml may have been hung and infused instead. Patient required titration of current medications to address the hypertension and bring blood pressure back down to baseline.